Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses that in an online survey a physician stated that "no he or she was not able to successfully relieve the ureteral obstruction to allow for urine drainage" because "external compression" referencing product code 788714, inlay optima ureteral stent without guidewire, 7 fr, 14cm.